Manufacturer narrative:
This report is 2 of 2 filed for this procedure. The subject device is not available.

Event description:
The patient had undergone successful stenting of a 100% stenosed left vertebral artery due to a major stroke. The patient was discharged approximately a month post procedure with a modified ranking scale (mrs) grade of 0. It was reported that approximately two month post the index stenting procedure in-stent stenosis and ischemic stroke occurred. The patient underwent percutaneous transluminal angioplasty (pta) and argatroban and cilostazol 9 (doses unknown) were administered. The patient was reported to have recovered. Approximately four month post pta had been performed in-stent stenosis was again identified; therefore, the patient was treated with pta and the patient was reported to have recovered with an mrs grade of 0. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stenosis and stroke are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient had undergone successful stenting of a 100% stenosed left vertebral artery due to a major stroke. The patient was discharged approximately a month post procedure with a modified ranking scale (mrs) grade of 0. It was reported that approximately two month post the index stenting procedure in-stent stenosis and ischemic stroke occurred. The patient underwent percutaneous transluminal angioplasty (pta) and argatroban and cilostazol 9 (doses unknown) were administered. The patient was reported to have recovered. Approximately four month post pta had been performed in-stent stenosis was again identified; therefore, the patient was treated with pta and the patient was reported to have recovered with an mrs grade of 0. No additional information is available.